Event description:
Event description guidant received information that the indication for therapy for this patient was atrial fibrillation and pauses in pacing that led to syncope. It was also reported that the patient remained active after a pacemaker implant procedure 6 years ago and had a history of syncope.